Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history was reviewed, and no nonconformities were found that would have led to the reported complaint.

Event description:
Event occurred regarding a microclave where it was reported that after connecting the plug to the venous catheter, the sealing did not occur, and blood leaked through it. The incident occurred during patient use; however, no harm to the patient resulted from this event. ICU medical complaint reference: (B)(4).